Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3) test wells for a patient sample containing an anti-k.

Manufacturer narrative:
Retention product performed as expected. The sample was submitted for investigation. The customers issue was reproduced. The unexpected negative reactivity may be related to the nature of the sample since other samples containing anti-k were detected with crrs (3), lot e068, during the investigation. The unexpected negative reactivity may have been due to one of the following limitations stated in the package insert: "weak examples of clinically relevant antibodies may fail to react by capture-r ready screen, even though the antibodies are detected by an alternative technique", and "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."